Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. It was reported that the aneurx stent graft has migrated distally with a proximal type I endoleak. The physician elected to implant an endurant aortic cuff. The migration and type I endoleak were resolved. It was reported that the patient presented emergently. The CT revealed that there was a proximal type I endoleak and a contained aneurysm rupture. The physician elected to implant an endurant aortic cuff, snorkel the renal arteries and implant aptus endoanchors. Three aptus endoanchors were successfully implanted in the patient however, when the physician attempted to load the 4th endoanchor in the heli-fx applier there was a double beep sound and the endoanchor would not load. The physician changed to another heli-fx applier and the same exact event occurred. The final angiogram revealed that the proximal type I endoleak was not resolved. The patient is being evaluated for open repair. Per the physician, the cause of the stent graft migration, proximal type I endoleak and aneurysm rupture were related to patient anatomy of disease progression and the cause of the heli-fx event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.